Manufacturer narrative:
Serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate ii system controller and the system monitor were unable to be confirmed. The heartmate ii system controller was not returned for analysis. Multiple good faith effort attempts were made requesting the serial numbers of the system controller and of the system monitor, and if any product will be returning; however, no response was received. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including connection error alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate ii system controller were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was placed on inotropes for non- left ventricle assist device (lvad) right heart failure attributed to old age. The patient also reported seeing a "connection error" on the display monitor when tethered to the power module (pm). There were no audible alarms, a visual notification only. It was also noted that the patient's spouse reported that the connections may have been "loose" they have not seen any more alarms/events since addressing the connections.